Event description:
Customer called stating that themeter was not reading correctly. After further investigation it was determined that the meter was reading in mmol/l instead of mg/dl. The customer was instructed on how to reset the units back to mg/dl. He did not change his medication due to these readings.